Event description:
It was reported that the patient presented to the emergency room with a heart rate of 20 beats per minute. The device interrogation revealed that a power on reset had occurred, no pacing present, no battery voltage and increased impedance. The patient apparently fell and hit his head and is on coumadin due to atrial fibrillation and mechanical heart valve. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.